Event description:
It was reported in a scientific article that a vns pt experienced pain at the generator site. Furthermore, the surgeon repositioned the generator to preclude the pain but even after repositioning of the generator the pain persisted. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: turak, baris, and francois x. Roux. "Stimulation chronique therapeutique du nerf pneumogastrigue pour l'epilepsie: aspects chirurgicaux. "Epilepsies 20 (2008): 18-31.